Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry it was reported that the patient experienced unstable angina. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the right posterior descending artery(r-pda) extending to right posterior atrioventricular segment with 80% stenosis and was 29 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 32 x 2.25 promus premier stent. Following this intervention, post dilatation was performed with 0% residual stenosis. Two days later, the subject was discharged. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No action was taken to treat the event. A week later, the event was considered recovered/ resolved and the subject was discharged on the same day. It was further reported that in november 2018, the patient received heparin or other anti-thrombin medication. The timi flow was 3 following intervention and the subject was discharged on aspirin and other antiplatelets medication. In (B)(6) 2019, the event was treated with target vessel revascularization and was discharged on the same day on aspirin and other antiplatelets medication. It was further reported that the target lesion was located in the distal right coronary artery(rca) extending to r-pda with 85% stenosis and was 28mm long, with a reference vessel diameter of 2.25mm. In (B)(6) 2019, 395 days post index procedure, 80% stenosis in distal rca extending into r-pda was treated with pci with 0% residual stenosis and timi flow 3.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry. It was reported that the patient experienced unstable angina. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the right posterior descending artery extending to right posterior atrioventricular segment with 80% stenosis and was 29 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 32 x 2.25 promus premier stent. Following this intervention, post dilatation was performed with 0% residual stenosis. Two days later, the subject was discharged. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No action was taken to treat the event. A week later, the event was considered recovered/ resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2018, the patient received heparin or other anti-thrombin medication. The timi flow was 3 following intervention and the subject was discharged on aspirin and other antiplatelets medication. In (B)(6) 2019, the event was treated with target vessel revascularization and was discharged on the same day on aspirin and other antiplatelets medication.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the patient experienced unstable angina. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the right posterior descending artery extending to right posterior atrioventricular segment with 80% stenosis and was 29 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 32 x 2.25 promus premier stent. Following this intervention, post dilatation was performed with 0% residual stenosis. Two days later, the subject was discharged. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No action was taken to treat the event. A week later, the event was considered recovered/ resolved and the subject was discharged on the same day.